Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-mar-2020. The most recent information was received on 30-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure (batch no. C13146) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criterion medically significant), migraine ("unbearable migraines"), menorrhagia ("haemorrhagic periods"), metrorrhagia ("bleeding between periods"), coital bleeding ("bleeding after intercourse"), irritability ("irritability"), fatigue ("chronic fatigue"), iron deficiency ("iron deficiency") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"), 3 years 6 months after insertion of essure. At the time of the report, the pelvic pain, migraine, menorrhagia, metrorrhagia, coital bleeding, irritability, weight increased, fatigue, iron deficiency and visual impairment outcome was unknown. The reporter provided no causality assessment for coital bleeding, fatigue, iron deficiency, irritability, menorrhagia, metrorrhagia, migraine, pelvic pain, visual impairment and weight increased with essure. Lot number: c13146 manufacture date: 2014-01 expiration date: 2017-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. C13146) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criterion medically significant), migraine ("unbearable migraines"), menorrhagia ("haemorrhagic periods"), metrorrhagia ("bleeding between periods"), coital bleeding ("bleeding after intercourse"), irritability ("irritability"), fatigue ("chronic fatigue"), iron deficiency ("iron deficiency") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"), 3 years 6 months after insertion of essure. At the time of the report, the pelvic pain, migraine, menorrhagia, metrorrhagia, coital bleeding, irritability, weight increased, fatigue, iron deficiency and visual impairment outcome was unknown. The reporter provided no causality assessment for coital bleeding, fatigue, iron deficiency, irritability, menorrhagia, metrorrhagia, migraine, pelvic pain, visual impairment and weight increased with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.